Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air was detected during the procedure, continuous air bubbles were seen in the syringe after sheath insertion. A non-boston scientific catheter was in the sheath at the time. Irrigation was done using a pump at 2) ml/hr (model unknown). No leaks, damage, or air in the patient were reported. Air was detected after switching to non-boston scientific catheter and inserting additional farawave; the issue was managed by inserting the device fully into the air tray. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as disposed in the facility.